Event description:
Condensation found in a single package of genie closed vial access device -clave- with lot # 1983882. Product is from ICU medical inc. (B)(4) was contacted by phone and this single package was handed to him this afternoon for him to report the issue to his company.